Event description:
The customer reported that the device failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported pt involvement. A philips a bench tech evaluated the device and confirmed the failure. The problem was traced to a faulty processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests adn was placed back into the loaner pool. This was a malfunction of the processor pca that caused a failure to power up.